Event description:
A peritoneal dialysis (pd) patient experienced recurrent bacterial peritonitis. The patient was treated with ceftazidime (1 gram, in manual exchange, intraperitoneal) for initial treatment and ceftazidime (1 gram, in cycler exchange) for maintenance treatment. At the time of this report, the patient has recovered from the event. The cause, hospitalization and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.